Event description:
On (B) (6) 2009 the pt reported that several months ago the insulin cartridge of his infusion device cracked and insulin spilled inside the cartridge chamber. He said he smelled insulin and condensation formed along the sides of the chamber. He dried the chamber with a tissue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.